Event description:
Pt with adjacent level ddd to previously fused c6-c7 was implanted with zero-p at c5-c6 in (B)(6) 2011. A nonunion was noted and zero-p implant and screws were removed on (B)(6) 2011. Pt was revised to a bone spacer and medtronic atlantis plate. Surgeon also did an acdf at the level above c4-c5. Explanted devices will not be returned. This is the 3rd of 5 reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Placeholder.

Event description:
This report is 3 of 5 for complaint number (B)(4).